Event description:
It was reported that during insertion, resistance was met when passing the swg into the needle. The event occurred in the intensive care department and the insertion site was the jugular on a (B)(6) female, weighing (B)(6). As a result, a new kit was opened but not placed successfully in the subclavian. There was no delay in treatment. No death occurred to the patient. See MDR 1036844-2013-00300 for the second event with the same patient.

Manufacturer narrative:
(B)(4). Evaluation: the customer returned one spring wire guide. No needle was returned. The returned guide wire was visually and microscopically examined. The returned guide wire was kinked at both ends. The guide wire was kinked 2.6 cm from the proximal end and 2.8 cm from the distal end. A tug on each end of the guide wire revealed both welds were intact. Microscopic examinations revealed both welds are complete and there were no separations observed in the guide wire; however, a few offset coils were observed at both end near the kinks. There are no other defects or anomalies. The guide wire length and od were measured and met specifications. A device history record review was performed on the introducer needle with no relevant findings. A comprehensive investigation into this reported complaint of resistance was met upon inserting the guide wire into the needle could not be performed since the needle was not returned. Visual examination of the returned guide wire revealed it was kinked/bent at both ends confirming the some resistance or struggle. A device history record review on the needle did not reveal any manufacturing related issues. Therefore, the potential cause of this issue cannot be determined.